Event description:
Left femoral exploration artery - while embolectomizing, embolectomy catheter interior dislodged from catheter and stuck in the side of patient's leg. Physician removed catheter by opening site over catheter and "parching" vessel before closing.